Manufacturer narrative:
The glidescope avl video monitor and video baton were returned to verathon for evaluation. The technical service representative connected the video monitor to the video baton and could not confirm the interment blinking. However, kapton tape was placed to cover a exposed lcd connector . All connections were verified to be secure and the video monitor passed all image test. The battery was allowed to fully charge and the video monitor was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor was intermittently blinking out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.